Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced high and low blood glucose level. Customer's blood glucose level was 600 mg/dl and other was 44 mg/dl. Customer stated that insulin pump was over delivering insulin. The customer was treated with carbohydrates intake. Customer stated that the cannula was bent. The customer did not experienced any symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.